Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra) and visual analysis. Trending analysis by lot number was reviewed from 07/18/2016 to 10/27/2016 and trending was not exceeded. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The sra review indicates the risk associated with a quality problem which has no impact on safety is considered to be "low." One suspect positive bi was received. The ci disc is gold, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. At the time of visual analysis, there was nothing covering the bi cap vent holes. The assignable cause of the reported issue could not be verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot trending was not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The issue will continue to be tracked and trended.